Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went to black screen and remote support service (rss) went offline, which located on sln5eb. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and offline in remote support service. A field service engineer found a faulty half height cubie drawer that prevented the station from powering up, replaced the half height cubie drawer controller board and performed testing. After the replacement, the station powered up successfully and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.